Manufacturer narrative:
X-ray received confirmed a screw fracture; however, no physical investigation could be performed for this reported incident. The customer reported product was not available for return. No order number or lot number was provided so no review of product records could be performed. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting. Discarded.

Event description:
Doctor reported the screw had fractured.